Event description:
Additional information received indicates that the device was bothering the patient and the patient wanted to have back surgery. No reports regarding pain, discomfort or dissatisfaction with the device. Reportedly, the ipg was operable.

Manufacturer narrative:
Per the additional information received, this event is no longer reportable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the device was explanted. The reason for the explant is unknown.